Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer's blood glucose level was 114 mg/dl, however during one occurrence of the malfunction, the customer had not tested blood glucose levels. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was reported that the pump would continue to be used for insulin therapy.